Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplement information by a nurse and a baxter employee from (B)(6) of peritonitis in a patient, coincident with dianeal n (dianeal-n pd-4 1.5 pd solution) and extraneal viaflex therapies for renal failure chronic. It was not reported whether dianeal therapy was ongoing. On (B)(6) 2012, the patient and nurse contacted baxter (B)(4) technical service center and reported the following information. On an unreported date, the patient experienced peritonitis manifest by peritoneal cloudy effluent. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow-up information was supplied by the physician. At the time of this report dianeal and extraneal therapies were ongoing, with doses unchanged. On an unreported date, the event of peritonitis resolved without treatment. The bacteria were unknown. The severity was considered mild. The physician felt the cause of peritonitis was endogenous in nature. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.